Manufacturer narrative:
The device was evaluated at the factory. There was significant debris and corrosion in the head and head cap of the device. Poor lubrication and flushing caused a buildup of debris and bearing failure which resulted in the device getting hot during operation.

Event description:
Per the customer's email regarding device sent to lares for repair the device got hot during a procedure.